Event description:
This report concerns tripod type grasping forceps, in particular the polyp removal types. Rptr believes the device cannot be completely sterilized after use. These are intended for reuse. When used, the wires of the distal portion withdraw into the plastic sheath. These wires cannot be completely removed, thereby some contaminated and potentially infectious material may be drawn up into the sheath and be inaccessible to sterilizing agents. Following a polypectomy in this child it was noted that the forceps did not function correctly and some retained stool, blood and mucous was found on the wires. This report is intended to raise the question of potential transmission of infectious agents by this type of instrument.